Manufacturer narrative:
(B)(4). The device was received for evaluation. Review of the event log found evidence of the iipv event. The cause was determined to be that the user inappropriately bypassed a drain cycle. The homechoice apd systems patient at-home guide gives instructions on how to bypass drain. The labeling reviewed was found to be sufficient. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2013 at 22:41:03. During night drain cycle nine, the patient's ultrafiltration reading was 445ml, indicating the home patient (hp) drained 445ml more than their maximum programmed fill volume of 350ml. No additional information is available.